Manufacturer narrative:
Initial evaluation of the device indicates that it overheated. The temperature reached 143 degrees f. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
This is a loaner device. Upon return, loaner devices are evaluated. Medtronic (B)(4) service and repair reported that during evaluation it was discovered that the attachment overheated. There was no patient involvement.

Manufacturer narrative:
The product analysis indicates that the bearings were worn and the laser markings were illegible/faded. The device was repaired and tested to manufacturing specifications. If information is provided in the future, a supplemental report will be issued.